Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had insulation damage. During the patient's full system explant, the ra lead was disconnected from the device header and the insulation pulled away near the terminal pin. When the physician attempted to extract the lead, a portion of the lead broke apart and had to be left in the patient. No additional adverse patient effects were reported.